Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient correspondence: patient states that the knee would not bend from the time she came home from the hospital. The knee became painful and swollen and eventually lead to back pain and hip pain.

Manufacturer narrative:
Added : describe event or problem; other relevant history; date received by mfg. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
Update rec'd 10/28/2016. The patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08/22/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
On the basis of the received components and medical records, as well as the device history records, there is no evidence of any component defect or deficiency which could have contributed to the patient's reported pain, loosening, or lack of extension. There are multiple factors that can influence the success of a knee arthroplasty. In this case, the patient's pre-existing flexion contracture, obesity, reported fall, and degenerative changes in her right knee may all have contributed to her concerns. No product contribution to the reported event was identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.